Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express sd renal/biliary stent was used in the percutaneous transluminal angioplasty. However, during the procedure, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
D2b - pro code (product code): nin. G4 - premarket / 510(k) #: k152607, k162404, p060006. Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is partially deployed. Microscopic examination revealed no additional damages. There is contrast present inside the inflation lumen. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found that the stent is partially deployed.

Manufacturer narrative:
D2b: pro code (product code): nin. G4: premarket / 510(k) #: k162404, p060006.

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express sd renal/biliary stent was used in the percutaneous transluminal angioplasty. However, during the procedure, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.